Event description:
It was reported that the pt's parents did not notice that their child's device is no longer ok. Testing was carried out which showed 4 electrode channels with status ok and 2 electrode channels with status hi. Electrode channels 3, 4, 5, 6 were involved in a short-circuit, as well as electrode channels 10 and 11.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.